Event description:
It was reported that the patient had an episode of atrial tachycardia (at) and the discriminator failed to withhold therapy and the patient received inappropriate therapy. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: m7700e33 mechanical valve, implanted: (B)(6) 2009. (B)(4).